Manufacturer narrative:
The actual device was returned for evaluation and is not confirmed. Exterior visual inspection showed no signs of physical damage. The simulated treatment was performed, completed without any failures or problems. The system air leak passed. The valve actuation test passed. The voltage check passed. There were no discrepancies encountered in the internal inspection of the cycler.

Event description:
The nurse called requesting that the patient's doctor is requesting that the cycler be replaced. She said the patient had been in the hospital. Stated that he has been having to end the treatments as a result of the issues and the doctor wants him to have it replaced. A follow up email from the nurse reported that the patient was in the hospital (B)(6) 2017 for shortness of breath and hyperkalemia. The patient's prescription was changed. It was reported that the patient is doing well now.

Manufacturer narrative:
Date received by MFR correction on initial submission #2937457-2017-00450.

Manufacturer narrative:
There is no documentation in the complaint file supporting a possible association between the liberty cycler and the hospitalization that occurred on (B)(6) 2017 through (B)(6) 2017 for shortness of breath with a discharge diagnosis of hyperkalemia. However, it is highly likely that an association of the adverse events and the patients¿ need for a prescription adjustment exists as evidenced by the prescription change; increasing the ccpd volume from 11,800 ml to 16,000 ml and a midday continuous ambulatory peritoneal dialysis (capd) exchange with the resulting report of the ¿patient doing well now¿ as reported by the pd rn on (B)(6) 2017. Additionally, there has been no allegation of machine malfunction and the adverse event.